Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring touchscreen is not functional and has an alarm led not working error message. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
B4: 17sep2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The nav-ring touch was not working was found while servicing the field change order for power management board. The enter button was working. The user could change settings with the touchscreen. The fse replaced the front bezel to resolve the reported issue. The device passed the required performance verification tests per philips standards. The nav ring issue was found during servicing which is outside of clinical use and presents no direct patient harm. Based on this information this is not a reportable event.